Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of specified resolving power was not obtained due to damage to the charge coupled device (ccd unit). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During device analysis, the service team indicated that the specified resolving power was not obtained due to damage to the charge coupled device (ccd unit). There was no patient involvement.